Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion with rh negative cells. Customer repeated testing in tube by collecting the cells from the bottom and received a negative result. Customer then repeated testing on the provue using cells collected from the top and spun down and received the expected positive result. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacting tsc to report an event of a false negative result to a patient's forward grouping anti-d micro well to the mts abd/rev gel card when tested on the ortho provue. Customer reports the patient is a (B)(6) with no historical blood group at their facility. Diagnostics brain injury and gi bleed. Customer initially tested the patient on the provue and obtained a blood group of a neg. Because this patient had no previous history, the customer's sop requires a repeat testing by traditional tube. Customer reports a 3+ reaction by traditional tube against anti-d. Customer reports repeat testing of another sample collected at the same time and tested on the provue and by tube and results were consistent; negative in gel and positive in tube for the d antigen. Customer does not perform manual gel testing. Customer confirmed that the patient received 2 units of a neg packed cells at a neighboring facility during the prior week. Customer reports repeat testing in tube by collecting the cells from the bottom did produce a negative result and repeat testing on the provue using cells collected from the top and spun down did produce the expected positive result. Customer indicates their understanding and confidence that the root cause of the false negative result to the anti-d micro well was due to the recently transfused type rh negative packed cells. Customer indicates their confidence that the mts gel cards and the ortho provue are performing as expected. Customer satisfied and requires no additional follow up.